Manufacturer narrative:
Sensory medical was made aware of the ripped sheets on 31-oct-2025, however was notified of the elopement on 04-nov-2025. Sensory medical advised the dme to inform the family to discontinue the use of the bed. Replacement safety sheets were provided to the customer. Sensory medical requested the damaged safety sheet to be returned for examination. Sensory medical made multiple attempts through email to have the dme representative contact the family in order to receive clarifying details for the investigation on 04-nov-2025, 24-nov-2025, and 25-nov-2025. The lot number for the safety sheet is 0709960523. The manufacturing record was reviewed. The DHR for the safety sheet demonstrates there were zero nonconformities and all inspected units passed the acceptance criteria. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the safety sheets and locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition." Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The complainant is a durable medical equipment (dme) representative. Per the complainant, the safety sheet has a tear. The complainant confirmed the child was able to elope due to the damaged safety sheet, but was not able to provide details of how. The complainant was unable to provide information on how the damage occurred or provide an image but confirmed that locks were in use. The complainant requested a new sheet as the family does not have an extra set of safety sheets. There was no report of injury as a result of the event.